Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect user interface module (uim) for evaluation.

Event description:
The customer reported a distorted screen on this avea ventilator on power up. The customer stated that there was no patient involvement.